Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 563 mg/dl at the time of incident. Customer states insulin pump had insulin flow block alarm. Customer states they tried all remedies. Customer declined troubleshooting for high blood glucose and insulin flow block alarm. Customer advised to replaced insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted.